Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed to program her pump with the correct settings. Her blood glucose is 460 mg/dl. The customer was advised that without access to carelink, we cannot program the pump. She does not want to treat her blood glucose because she has already given herself injections. The pump will not be returning for analysis.